Event description:
Physician, dr (B)(6), a fantastic and very honest person injected hyaluronic acid which is constituted with a different form of bacteria as opposed to rooster combs in a series of three injections, the first round was fine. The second round 1/2 days later, I developed an allergic reaction, whole body rash, itching, pain. It resolved with topical steroids and a low round of prednisone. This drug euflexxa is formulated differently from previous hyaluronic injections I have received twice prior with no side effects. We just wanted you to know about this reaction, we know it is new on the market. Thanks for your time. I am a pharmaceutical sales rep retired. Severe osteoarthritis of both knees bone on bone. Date the person started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018. "Did the problem stop after the person reduced the dose or stopped taking or using the product: yes."